Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported when removing a portex® epidural minipack, approximately 2mm of the catheter retained in the patient. The epidural catheter was placed for an oesophagogastrectomy. The first pass insertion was reported to be "uncomplicated". The catheter was threaded to 15cm, the tuohy was withdrawn 1cm. The tunnel was created using venflon with tuohy still in place. The tuohy was fully withdrawn. The catheter was then pulled back to leave 5cm of space. The catheter pulled through the tunnel, and was secured with clamp and dressings. Upon removal 6 days later, approximately 2cm of the catheter remained in the patient. The blue tip was noted as missing. A CT scan of the patient's thorax was performed to looking for the device fragment and any complication. A decision was made to leave the fragment due to the size of fragment and uncertainty of its position. It was observed that the patient was asymptomatic. No permanent injury was reported.